Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit had been dropped. Following the repair of the unit, the unit did not provide an audio tone. The biomed reported that the speaker has a "separated wire" in its cable. There was no patient harm reported.